Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd syringe 0.5ml 30ga 8mm the hub was discovered to be detached from the device. The following information was provided by the initial reporter, translated from (B)(6) to english: additional info obtained by bd when sample was returned: 1 sample was returned. Found that the needle shield with hub was detached from the barrel.

Event description:
It was reported that prior to use with bd syringe 0.5ml 30ga 8mm the hub was discovered to be detached from the device. The following information was provided by the initial reporter, translated from japanese to english: additional info obtained by bd when sample was returned: 1 sample was returned. Found that the needle shield with hub was detached from the barrel.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of a 0.5ml bd insulin syringe from lot# 9231040 were provided. The customer reported about a bent needle point. The photos were examined, and it was observed that the syringe exhibited hub separation. Based on the photos provided, it could not be determined if the needle point was bent. A review of the device history record was completed for batch# 9231040. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200844314] noted that did not pertain to the complaint. There was one (1) notification [200843835] noted for out of spec shield pull. Root cause for this defect cannot be determined.